Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and corrections to fields b5 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the restarting issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high-definition liquid crystal display monitor exhibited self-reboots and had no image. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.